Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was examined; this showed the tank cover was cracked and the enclosure was cracked. The screws were over-tightened; this likely allowed for damage to the tank which then led to leakage. Functional testing confirmed the tank leaked from a crack in the enclosure.

Event description:
It was reported the device was leaking at the fluid tank.